Event description:
The facility reported an infusion pump that is not infusing. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event.